Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs. The o2 pressure sensor was recommended for replacement.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.